Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that the gauze fell apart and the health care professional (hcp) had to recuperate a portion of it from inside the patient. The customer further stated that there was no medical or surgical intervention and there was no injury as a result of the incident,

Manufacturer narrative:
An investigation of the reported condition was performed. A device history record (DHR) review of the reported confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Two bags of samples were received for evaluation. It appears that a small piece of thread had separated from the gauze. Based on the investigation and analysis, the root cause was identified as an occurrence during the production process when the gauze roll is slit by first crushing then cutting the roll which generates some tiny fraying on the cut edge of the slit roll. The actions taken by the suppliers are to improve the cutting and folding method. The reported lot number was produced prior to the corrective actions taken. This complaint will be used for trending purpose. If information is provided in the future, a supplemental report will be issued.